Manufacturer narrative:
Device passed displacement test. Pump error 53 found in the device history due to software error. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose was unknown. Customer was able to clear the alarm also able complete pump rewind. Customer stated that fill cannula was recorded in daily history. Customer stated that self test did not passed. The device will be returned for analysis.